Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.